Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, 2 similar complaints were reported for the affected product code and lot combination. Previous investigation identified a trend for the teeth breaking. An hhe/qrb was held in july 2013 regarding this issue (dva-108162-hhe and dva-108162-qrb). (B)(4) was initiated by depuy to determine root cause and corrective actions needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument should have x4 small prongs at the tip to engage the locking screw. Prior to inserting the screw, surgeon noticed x1prong missing. This did not break off during the procedure. Screwdriver still used despite this. There was no adverse event or delay in surgery. Pt details: (B)(6).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.